Event description:
It was reported by the customer that pyxis medstation es system had drawer failure. The customer reported that they utilized the another station to obtain their medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident,it was found that drawer rails were broken. A field service engineer replaced the rails and sensor. The contact information was kept blank due to the reported issue that was found by the field service technician while on site. The system functioned as intended after the field service engineer troubleshooted the device.